Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with heavy tortuousity. A guiding catheter was placed in the vessel. Then a balance middleweight (bmw) guide wire crossed the lesion. The first xience pro 3.0 x 12 mm stent could not be advanced through the heavily tortuous anatomy at the transition of mid to distal rca. The guide wire was exchanged for more support; however it was still not possible to advance the xience pro stent. The stent delivery system was noted to be damaged and the device was no longer used. The guide wire was exchanged again to a pilot 50 guide wire. However, it was not possible to advance a second xience pro 3.0 x 12 mm stent through the heavily tortuous anatomy. A 6f guideliner was then able to cross lesion the lesion. But during advancement of the second xience pro 3.0 x 12 mm stent through the guideliner, resistance was encountered and the stent dislodged in the guideliner. The dislodged stent was withdrawn inside the guideliner. The guide wire was again exchanged to a balance heavyweight (bhw) then pushed the guideliner forward to the distal rca. An uncomplicated stent implantation was the performed with a multi-link 8 3.0 x 12 mm stent, with a good result. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. The product and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us. Evaluation summary: the stent delivery system (sds) was returned for analysis. Stent dislodgement was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Difficulty to position could not be tested due to the condition of the returned device. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: pilot 50; guide catheter: jr3.5; other: guideliner 6f. The device is expected to be returned for analysis but has not yet been received. A follow-up report will be submitted with all additional relevant information.